Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient wanted to change their setting because the setting they were on was causing accidents and felt like a wire was going down their left leg. They had a major accident, but confirmed they were getting a 50% reduction. It was found that the therapy was not on and, after turning the stimulation on, they felt stimulation. On (B)(6) 2017, it was reported that level four seemed to work better and they had a 75% change, which was good.